Event description:
It was reported that during an adenotonsillectomy procedure using a coblator ii controller, the coagulation function was not working. The procedure was completed using a different coblator ii unit, however, the event caused a surgical delay of one hr. No further pt complications were reported as a result of this event.